Event description:
During the implant procedure, there was a decreased sensing value noted on the right ventricular (rv) lead. The lead was removed in order to be repositioned and it was noted that the helix could not retract. The lead was replaced and the patient was stable with no consequences.

Manufacturer narrative:
The reported events were ¿sensing drop and the screw of the lead was not working properly¿. A complete lead was returned with the helix retracted. After cleaning, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.